Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA (510k) #: k011028, k013227.

Event description:
It was reported that the implant platform fractured and that this was discovered during a routine dental work. New implant was placed the day of the removal. Tooth # 20. Site was grafted with 2cc of puros cancellous allograft mixed with sterile saline sn # (B)(4), lot # 101083622. No injury to patient other than implant being removed. No permanent impairment.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) were returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified implant fractured at the collar. Signs of use was noted on implant, as well as bone tissue present around the implant body. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information available at the time of this report.